Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2005821) on 04-may-2020. The most recent information was received on 26-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criterion medically significant), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods"), inflammation ("inflammatory state"), arthropathy ("joint problem") and fatigue ("fatigue"), 1 year 8 months after insertion of essure. In (B)(6) 2014, the patient experienced menopause ("menopause"). Essure treatment was not changed. In (B)(6) 2014, the menorrhagia had resolved. At the time of the report, the abdominal pain lower and menopause had not resolved and the dysmenorrhoea, inflammation, arthropathy and fatigue outcome was unknown. The reporter considered abdominal pain lower, arthropathy, dysmenorrhoea, fatigue, inflammation, menopause and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criterion medically significant), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods"), inflammation ("inflammatory state"), arthropathy ("joint problem") and fatigue ("fatigue"), 1 year 8 months after insertion of essure. In (B)(6) 2014, the patient experienced menopause ("menopause"). Essure treatment was not changed. In (B)(6) 2014, the menorrhagia had resolved. At the time of the report, the abdominal pain lower and menopause had not resolved and the dysmenorrhoea, inflammation, arthropathy and fatigue outcome was unknown. The reporter considered abdominal pain lower, arthropathy, dysmenorrhoea, fatigue, inflammation, menopause and menorrhagia to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.